Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 300 mg/dl. The customer delivered a bolus via the pump. Reportedly, the customer was able to clear the alarm and resume insulin delivery. The customer reported that the pump would continue to be used for insulin therapy however the customer also has manual injections available.